Event description:
It was reported that the atrial automatic thresholds detected as greater than the programmed amplitude or suspended was exhibited. Presenting electrogram (egm) showed possible loss of atrial capture. No adverse patient effects were reported. The right atrial (ra) lead remains implanted.

Event description:
It was reported that the atrial automatic thresholds detected as greater than the programmed amplitude or suspended was exhibited. Presenting electrogram (egm) showed possible loss of atrial capture. Additional information noted that oversensing was exhibited as well as atrial intrinsic amplitude out of range. No adverse patient effects were reported. The right atrial (ra) lead remains implanted.